Manufacturer narrative:
Analysis of the log files from the AED showed that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed. Additionally, the AED was replaced due to a reported service code.

Event description:
A customer reported that their AED's asi is blank, and it will not power on. They reported that this did not occur during patient use.